Manufacturer narrative:
The reported event of over sensing noise was confirmed. As received, a complete lead was returned in two pieces. Visual inspection found a full breach outer insulation degradation at the proximal region of the lead and external insulation abrasion breaching the outer insulation exposing the outer coil at the distal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the heart and full breach outer insulation degradation. Electrical testing found no conductor fractures or internal shorts. No other anomalies were seen.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented remotely to the clinic via merlin.net transmission. Transmission revealed, the patient's right ventricular (rv) lead had exhibited noise episodes. And the right atrial (ra) lead had exhibited over-sensed noise. Resulting, in inappropriate automated mode switch (ams) episodes. Both the rv and ra leads were explanted and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.